Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/severe pain") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), abdominal pain ("chronic abdominal pain"), pelvic discomfort ("discomfort"), back pain ("back pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), urticaria ("excessive hives"), tooth disorder ("severe dental problems"), urinary tract infection ("frequesnt urinary tract infections"), fatigue ("chronic fatigue") and dyspareunia ("painful intercourse"). The patient was treated with surgery (remove her right ovary). At the time of the report, the pelvic pain, ovarian cyst, abdominal pain, pelvic discomfort, back pain, abdominal distension, abnormal weight gain, urticaria, tooth disorder, urinary tract infection, fatigue and dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dyspareunia, fatigue, ovarian cyst, pelvic discomfort, pelvic pain, tooth disorder, urinary tract infection and urticaria to be related to essure (ess205). The reporter commented: in 2009, plaintiff underwent surgery to remove her right ovary and in (B)(6) 2015 underwent surgery to remove gallbladder, unable resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of both tubes incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.